Event description:
Patient self tester discrepant low inratio reading: (B)(6) inratio = 2.4, lab = 4.4 - 90 minutes later. Patient self tester admitted to hospital for rectal bleeding.

Manufacturer narrative:
Investigation pending.